Event description:
It was reported to boston scientific corporation that during an esophagogastroduodenoscopy (egd) procedure, when the radial jaw 3 biopsy forceps were opening, the needle was bent towards the outside. The case was completed with another of the same device with no patient complications.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined.